Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences? If yes, please describe.

Event description:
It was reported that during a bariatric surgery on (B)(6) 2019 the doctor had a problem with a circular stapler cdh21a (lot t40l8k). The stapler fired but did not cut. He completed the surgery with a chd25a, despite being too large, not having other circulars available like a competitive stapler of the correct size and not trusting to use the cdh21a of the same lot.